Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent information received noted the multilink 8 sds shaft became warped [bent]. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported shaft separation was confirmed on the return and most likely was due to handling. Analysis of the return does not indicate a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately tortuous, moderately calcified, mid left main (lm) the multilink 8 stent delivery system (sds) was advanced over the 0.014 guide wire but became wrapped and during manipulation the catheter fractured. A second device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.